Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male pt. Relevant medical history / diagnosis / medications: pre-operative intra-aortic balloon (iab), non-emergency. While in the cath lab the iab was prepped and the fiberoptix sensor (fos) was connected to the pump and the fos did not zero. The md inserted the iab through a sheath via the pt's femoral artery. The iab was used with the central lumen. Soon after the iab was inserted the pump alarmed. The rn is not sure, but she believes the pump alarmed high pressure (something related to a kink). After attempts to troubleshoot the iab were unsuccessful the iab was removed. The iab was not replaced due to a history of vascular problems. After the iab and sheath were removed as one unit the rn stated that there did not appear to be any obvious kinks. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. There was a delay / interruption in iabp therapy. Pt outcome is listed as okay without iab therapy.